Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced three kinked cannulas on (B)(6) 2024 which led to high blood glucose (600+ mg/dl) resulting in hospitalization. Patient was also tested highly positive for ketones which were identified as dangerous/life threatning by healthcare professional. During hospitalization, patient received intravenous fluids of saline and insulin. Patient was released from the hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.